Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed error alarm due to over written history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 201 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.